Event description:
An implant card was received reporting the replacement for the patient for prophylactic reasons. Product returns will not be made as the facility is listed as a no-return site.

Event description:
Clinic notes were received reporting that the patient was in the hospital due to seizure like activity. Per the patient, they state their grandson jumped on her and is curious if something happened with the wiring; the patient also believes their battery is dead. The physician has ordered x-rays to analyze the lead. The device's diagnostics are all within normal limits and battery was observed at 25-50%. The patient had their device for five years and per the physician, they have referred the patient to their neurosurgeon for a possible battery replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.